Event description:
It was reported that the pt experienced no stimulation and a loss of therapeutic effect. The pt felt a return of symptoms (pain). The pt was unable to adjust stimulation. The only light on the pt programmer was the 9v light. The pt tried different batteries to no effect. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).